Event description:
A report was received that the patient underwent an explant due to a subdural hematoma. The patient was not able to move her legs after the implant. The patient regained the ability to mover her legs after the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02, (B)(4), model description:ipg kit (without pull-through tunneler) the explanted devices were not returned to bsn because they were discarded by the medical facility.